Event description:
It was reported that the ligasure lap was inserted through the trocar and the jaws were opened inside the abdomen. The jaw then fell off of the device into the abdomen and was retrieved by a open appendectomy procedure that was done after the initial procedure due to another issue unrelated to the device. The patient was reported to be in satisfactory condition.

Manufacturer narrative:
Ascent resterilized the complaint device through our open-but-unused process. The complaint device was sent to an outside laboratory for examination. The outside lab concluded that the cause of the break was due to tensile force on the device. However a root cause could not be determined. Since the device was returned used and damaged ascent could not confirm any root causes. However, the most likely root cause is that tensile force could have been applied to the device causing the device to snap. This could be from the device pulling on tissue, being caught on the trocar or form interaction with another device. This is the first reported complaint ascent has received for this complaint issue.